Event description:
The complainant reported that a patient developed a hematoma near their access site during impella 5.5 support. The hematoma was manually expressed, a pressure dressing was applied, and one unit of fresh frozen plasma was transfused to help treat the condition. Heparin was also temporarily halted to assist with managing the hematoma. Eight days later, the patient was documented to have no neurological response and a cerebral vascular accident event was suspected. No intervention was performed at the time of the noted condition. Due to the patient's declining neurological status, the family decided to withdraw care and two days later and the patient passed away.

Manufacturer narrative:
The investigation into the hematoma and stroke has been completed. No product was returned. Per the clinical investigation, the root cause of the hematoma and stroke could not be determined since the product was returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿